Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking when the cap was closed. This issue occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from march 28, 2022 - march 30, 2022. H10: the device was received for evaluation contained fluid in the bladder. Visual inspection on the device via the naked eye noted evidence of backflow (leak) at the fill port when the fill port cap was removed. Further inspection revealed root cause of backflow at the fill port was due to dark gray color particle stuck under the checkband. The particle was identified to be butyl rubber material via fourier transform infrared spectroscopy (ftir) test. The source of the butyl rubber particle could not be determined. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is an user related issue. The product labeling (IFU, instructions for use) has recommendation that a filter be used during fill to prevent particles from filling containers entering inside the fill port which can case leak (backflow) at the fill port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.